Event description:
Disconnect from clave valve port reported. The customer reported that there were several undocumented incidences of the tubing untwisting from the clave valve by itself after the nurse had tightened and secured it as well as possible. The extension set was changed to solve the problem, but occasionally the tubing would untwist again. No bleedback or blood loss reported, however, the nurse noticed that the bed linens would become wet. No pt harm reported. Add'l pt info was requested, but no further info was available.